Event description:
Foley catheter balloon port was cut with scissors. Balloon did not deflate guide wire and prostate biopsy needle was then used to deflate. Balloon stall did not deflate. Approximately 75cc of sterile water was inserted into balloon. Balloon then burst. Rigid cysto performed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, other, other, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.